Manufacturer narrative:
Additional narrative: the actual device was returned without an alleged deficiency. During service and repair pre-testing, it was observed that the device would not turn. Reliability engineering evaluated the device and observed that there was a hole in the cord and the device failed safety assessment/ was power broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device would not turn. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.